Event description:
It was reported that metallosis at juncture of the modular neck connected to the hip stem.

Manufacturer narrative:
It is not known at this time if the pt was revised. Add'l info has been requested and if received will be provided on a supplemental report.